Event description:
Malfunctioning left brachial artery to basilic vein av fistula. Taken to operating room (B)(6) 2019 for lue diagnostic fistulogram with peripheral venous angioplasty. Noted during procedure, had sudden while movements of his left arm and indwelling micro needle shared the micro guidewire. At this time anesthesia was deepened, a small 1 centimeter incision was made and the guidewire fragment was extracted in its entirety.